Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6); implanted: (B)(6); product type catheter; ubd: 28-apr-2012; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated they were currently in a pump replacement where the physician accidently nicked the tip of the catheter on the pump segment. The rep inquired if the pump connector boots would connect with the catheter. The manufacturer's technical services specialist (tss) reviewed that the pump connector boot would fit over the smaller diameter catheter and the boot would go over the top of the pin that connected the catheters together. The rep asked to call back because they were in the middle of procedure before providing any more information. Additional information was received from the manufacturer representative. The catheter and pump were connected and programmed properly, and the issue was resolved. The patient's weight would not be provided.